Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient underwent a lead revision because the scs system lead had migrated to the left of midline and the patient lost stimulation coverage on her right side. The lead was repositioned to midline and coverage was restored.